Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. However, cirl r&d engineer commented that the information provided "the stent comes out almost 40% until the trigger get stuck", would suggest that possibly the trigger got stuck and the cogs most likely broke on one of the gears causing it to jam. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-22-27-9-d devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-22-27-9-d device of lot number c1286639 revealed no discrepancies that could have contributed to this complaint issue. From the information provided there were no adverse effects to the patient due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The stent did not came out completely of the deployment system; it only came out until 40%. The physician place the wire guide and started to advanced the deployment system without any problem, when the stent was in the right position, he started to pull the trigger and the stent comes out almost 40% until the trigger get stuck and it was impossible to finish the procedure, so the doctor retired the failed duodenal stent a new stent was installed without problems.